Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery, the patient was re-implanted with a new device. This report is filed july 12, 2016.

Manufacturer narrative:
This report is filed april 6, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device as a result of all electrodes showing as open; the issue could not be resolved. The implanted device remains.